Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter had an incomplete mesh. The gears and bearing collars were replaced on the cutter to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Manufacturer narrative:
This complaint has been recorded by zimmer biomet under (B)(4) once the investigation has been completed a follow up/final report will be submitted

Event description:
It was reported that there was an incomplete mesh during meshing of previously recovered cadaver donor skin. There was no harm or delay, and no patient involvement. No adverse events were reported as a result of this malfunction.